Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that the shield/cap/ stopper is different color/shade or faded in 2 tubes. The following information was provided by the initial reporter: 1 different (grey) cup color tube. 1 grey cup color tube in rack of white color tubes.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-08-14. H.6. Investigation summary: bd received fifty-four (5) samples and one (1) photo for investigation. The photo was reviewed and the indicated failure mode for incorrect cap color was observed. Additionally, the customer samples along with one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of incorrect cap color was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to confirm the customer¿s indicated failure mode with the samples provided. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that the shield/cap/ stopper is different color/shade or faded in 2 tubes. The following information was provided by the initial reporter: 1 different (grey) cup color tube. 1 grey cup color tube in rack of white color tubes.